Event description:
"A transfer pole was installed by resident's bed, secured to the ceiling and floor, placed about 4.5" from bed at neck level. Resident rolled out of bed and neck became stuck between the transfer pole and bed mattress. Resident was asyhyxiated." The following information was provided to sunrise medical by the attorney for the user-facility: there was no identification number, stamp or labeling on the device, the pole was used with a standard hospital bed; no side-rails, no casters. Patients at the facility are checked once every 2-3 hours. All beds have emergency call lights within reach. The resident was found upon the next room check.